Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The inhalation and exhalation valves was reseated, and the unit was returned to service. No report of patient involvement. Date of device manufacture year is 2001. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit, during preuse checkout, lost the ability to mechanically ventilate. There was no report of patient involvement.